Event description:
It was reported the customer received a button error alarm. Customer also stated none of their buttons were responding. The customer's blood glucose was 114 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All buttons functioned properly. However, insulin pump had moisture damage on keypad traces. No button error alarm noted during testing. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.